Event description:
The device was used during a laparoscopic colectomy procedure. Reportedly, the knife disengaged. The hospital has reported no patient injury occurred.

Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause could not be reliably determined as the packaging was opened when received by quality assurance.